Manufacturer narrative:
H10: the unit was requested for investigation at the manufacturer site. Results confirmed the reported malfunction and revealed that the cause of the incomplete occlusion of the tube was an inadequate occlusion force of the clamp. The motor current calibration will be performed to return the device back into service. Corrective action is in place for this issue.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(4). The fault could not be reproduced by the technician on site. Investigation is still ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an electrical venous occluder (evo) was not occlusive during procedure. There was no report of patient injury.